Manufacturer narrative:
The social media monitoring company, evolve mkd, followed up with the facebook user on 06-sep-2017 to provide them with contact information to report an adverse event. Evolve mkd reported on 06-sep-2017 that the facebook user stated the following in response to their comment : "what inquiry? I posted my personal opinion and family issue with your product. Period." No additional information regarding the event, the healthcare provider, or the devices used during the treatment were provided. There are not enough details to confirm whether a merz/ulthera device malfunctioned. In reference to the alleged retinal nerve damage, the deepest treatment depth of transducers is 4.5mm, which makes delivery to retinal nerve fibers improbable. It is unlikely that a merz/ulthera device caused or contributed to the event. No additional investigation or corrective actions are warranted for this complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device serial number unknown.

Event description:
A patient's family member reported via a public social media posting that a family member experienced retinal nerve damage after receiving ultherapy treatment (serial number not provided, treatment provider not provided).